Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, tooth disorder, alopecia, rash, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including increasingly severe pain/ chronic pelvic pain (seen as pelvic pain). A surgery to remove essure was performed approximately 3 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, tooth disorder, alopecia, rash, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including increasingly severe pain/ chronic pelvic pain (seen as pelvic pain). A surgery to remove essure was performed approximately 3 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.